Event description:
Customer is questioning analysis of ECG and shock/no shock decisions associated with deployment of the device. No adverse event/outcome associated with this report.

Manufacturer narrative:
(B)(4). Device evaluation pending.